Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/17/98 at a retail vendor. On 9/3/99 she sought medical treatment for infection and swelling at the ear piercing site. It was surgically drained and antibiotics prescribed.